Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. No product will be returned for evaluation.

Event description:
Pt reported, the infusion set was leaking between the self-adhesive and the infusion set needle. Pt reported experiencing a blood glucose level of 312 mg/dl on (B)(6) 2011. Pt's normal blood glucose is 100 mg/dl. Pt stated, he was able to get his blood glucose under control by himself. Pt reported, he is currently using a different type of infusion set and has had no problem. Pt discarded the alleged infusion set. No further information available. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.